Event description:
It was reported one night, around (B)(6) 2013, when the patient was turning stimulation down it changed her ¿pulsation¿ all of a sudden. She felt this in her hip just where it came out of her spine and goes down to her hip. The patient did not use it for about two weeks until she could meet with a manufacturer representative on (B)(6). The representative set it to a comfortable level and the patient had not used her patient programmer (pp) since. There were not known accidents or incidents related to this event. The patient could not recall any falls or trauma but it was noted she did take a tumble a while ago and everything seemed to work okay after. It was noted the patient was at her mother¿s apartment when the pulsation changed and it was possible she was around an electromagnetic source. The battery status was checked; all three green lights were on with none of them blinking after pressing the implantable neurostimulator (ins) on button indicating the ins battery was not low. It was noted the patient was able to adjust stimulation. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: . Product ID: 3887-33, lot# j0454258v, implanted: (B)(4) 2004, product type: lead. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).